Event description:
I had silicone implant surgery in (B)(6) 2009. The implants were supposed to be the new "FDA" approved implants that incapsulate. My left implant ruptured, which the silicone traveled outside the implant capsule into my lymph nodes. I had to receive 4 surgeries. I was extremely sick and ended up having to have a bilateral double mastectomy. Silicone is a danger to patients and could have killed me. I am disfigured now and have to go through more surgeries over the next couple months. When surgeons explain the implants they do not tell you all of the side effects of issues that could occur. They praise the new implants and tell patients that they are cohesive so if you "cut" an implant the gel stays in one place. This is not true and I am proof of this. I have such concern that other women will go through this and I wonder how many more women will encounter these issues before silicone implants are pulled again. I have been out of work for months. Have issues with using my arms as the lymph node that was removed has caused damage to my nerves. Please take these off the market before any other woman has to go through these same issues. I hope it doesn't take a death of someone before eyes are opened.